Event description:
During placement of trial leads the dura was punctured and there was bleeding in the epidural area. The patient was having a trial stimulation system placed neuropathy of the lower extremities. The dura was punctured during the procedure but the system was placed. Post implant the stimulation was tested for approximately two hours with increased pain. The stimulation was deemed inneffective and the leads were removed. The patient remained in the ICU for an unknown time with an epidural hematoma and shooting pain. The device was explanted but not returned to the manufacturer for analysis.